Manufacturer narrative:
Device not returned . Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device not returned . Concomitant medical products: nexgen patella reamer blade 41 mm item # 00597909541 lot # 61366673, nexgen femoral component item # 00576401552 lot # 61451185, nexgen taper stem plug item # 00596009900 lot # 61450735, nexgen poly patella size 32 mm dia. Standard 8.5 mm thickness item # 00597206532 lot # 61454223, nexgen tibial component precoat size 4 item # 00598003702 lot # 61443397, simplex p bone cement item # 6191-1-001 lot # 2012-10, simplex p bone cement item # 6191-1-001 lot # 2012-12. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-06820, 0001822565-2018-06821, 0002648920-2018-00860, 0002648920-2018-00861, 0002648920-2018-00862. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device remains implanted.

Event description:
It was reported patient underwent a right knee arthroplasty and subsequently patient is experiencing a rash.

Manufacturer narrative:
(B)(4). Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event. The initial report was submitted in error and should be voided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event.  The initial report was submitted in error and should be voided.